Event description:
It was reported through (B)(4) that in 2009, the patient underwent a left total hip arthroplasty. Prior to the surgery, the patient had severe left hip pain that interfered significantly with the ability to walk. Following recovery from the surgery, the left hip has been pain free. During 2012, the patient was notified by the orthopedic surgeon that the hip that had been implanted was being recalled due to concerns with toxicity in many hip replacement patients. Up to this point, the patient continues to be pain free. However, recent evaluations ordered by the orthopedic surgeon showed some signs of left hip deteriorations. In 6 months, the hip status will be re-evaluated. According to the physician, there is a strong possibility of the need for the artificial hip replaced utilizing a more invasive procedure. This will result in a longer recovery with resultant wage loss. It will require hospitalization and interventions to prevent damage.

Manufacturer narrative:
This event was reported through (B)(4), as a result of a patient claim. If additional information is received it will be reported on a supplemental report.